Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the handpiece had a loss of phaco power during a surgical procedure. The tip on the handpiece was tightened to complete the procedure with no harm to the patient.

Manufacturer narrative:
The customer noticed that the tip was loose and retightened to the tip to complete the procedure. There was no reported patient harm. No further information was able to be obtained from this customer. The root cause of the reported event of no phaco can be attributed to the customer not tightening the tip enough. The manufacturer internal reference number is:(B)(4).